Manufacturer narrative:
Based on the information received, the event is consistent with the late eri notification issue. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. H9 - late eri - scs/drg -- the device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 3 may 2024.

Event description:
It was reported that patient received early warning message for ipg. This was confirmed by company representative. Ipg became inoperable by surgery date. Surgical intervention occurred on (B)(6) 2024 to explant and replace device. Therapy was restored.